Manufacturer narrative:
(B)(4).

Event description:
It was reported that the day after reprogramming for oversensing according the device inappropriately detected and started to charge for a rhythm that looked like oversensing. It is possible it could be pvcs, but the freeze capture showed almost a double qrs back to back, without any return to baseline in between. The lead measurements were also changing. The impedance and capture threshold was high. Testing and programming changes were recommended.